Event description:
The customer stated that the respiration rate and the co2 waves are normal, but the numerics only show up every 30 seconds or so. The emr system receives all the vital sign information without any breaks in data from the bedside vital sign monitor (bsm-6700). Ref MFR# 8030229-2015-00124.